Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was downloaded properly using carelink pro. Unit was communicated properly with bg meter. Unit had cracked case at display window corner and cracked battery tube threads.

Event description:
The customer indicated via phone call that their blood glucose was high at 700 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. Troubleshooting was performed as much as possible but customer did not have the pump with them at the moment. No further details given.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.